Event description:
Depuy acromed received a complaint concerning a lumbar I/f cage. According to the complainant, the cage shows "bursts" (fractures) on x-ray after insertion. The cage remains in the pt so the product is not available for eval. According to the surgery details, the surgeon did not use the recommended instruments for the procedure. The complainant does not believe that the surgeon adequately prepared the canal for the cage. If not enough distraction is applied prior to the placing the cage, excessive forces will be placed on the cage during insertion, and can cause the cage to fracture. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states "that excessive torque applied to the long-handle insertion tools attached to the threaded insertion holes or direct application of loads of the threaded or small area of the I/f cage component can split or fracture the cage implants." Surgeon should ensure that excessive torques are not applied to these devices during insertion or manipulation. The cause of the event is most likely due to excessive force placed on the cage due to improper surgical technique. Instructions for use caution against the use of excessive forces. No further action is required.